Event description:
It was reported that the zimmer skin graft mesher was not meshing. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/08/2013 and has no repair history at zimmer surgical. Evaluation of the device observed deformation of the front end and numerous flattened tines of the comb. The customer returned two cutters for evaluation. The cutter of ratio 2:1 did not pass cutter evaluation and was returned to the customer as non-repairable. The cutter of ratio 1.5:1 passed cutter evaluation. Customer did not return any carriers for evaluation. Improper handling by the user likely caused the damage to the comb, which most likely caused the customer's reported event. The device was serviced and returned to the customer.